Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between april 5, 2024 ¿ april 9, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The expected infusion time was 24 hours, but after 24 hours of infusion, there was an underinfusion greater than 10% of the total volume (about 30 ml). The pump contained 18g of piperacillin/taxobactam in sodium chloride 0.9% for a total volume of 230 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.